Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Unk item, unknown head, unk lot; unk item, unknown liner, unk lot; unk item, unknown shell, unk lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital retains the explant. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05016 0001825034-2018-05018; 0001825034-2018-05019.

Event description:
It was reported the patient underwent the first stage of a 2 stage revision due to infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.